Event description:
This pt was admitted to hospital in 2008 for a prolonged surgical procedure that lasted 12 hours. At approx 9-10 hours into the procedure, it was noted that the lower extremity portion of the table had been inadvertently adjusted in the full down position, so that the lower extremities were bent down almost 90 degrees at the knee. Pt developed a serious injury: a four-compartment syndrome of the right leg. Three days later, he underwent a four-compartment fasciotomy of the right leg with complete release of the skin and fascia of the involved compartments. Pt was discharged home twelve days later. This event was reported to department of health two weeks later. Two months later, the o.r. Team and risk mgmt identified the one-touch pendant control of the surgical table (skytron hercules 6700b) to be an issue in regard to pt safety for the inadvertent change in the pt position that caused a serious injury.